Event description:
It was reported patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise and high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.